Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this pacemaker showed a battery status of 0.5 years remaining. It was noted that approximately one year ago, the device showed a battery status of 4 years remaining. It was reported that the automatic capture (ac) feature was programmed on and that the device had been pacing in retry. The ac feature was programmed off and a fixed output was programmed resulting in a change in battery status that showed 2 years remaining. Boston scientific technical services (ts) discussed that ac pacing in retry was contributing to the battery calculation. No adverse patient effects were reported. Subsequent information was received that the device was explanted and replaced 3.5 years later for normal battery depletion.